Event description:
Patient reported the their one touch ultra meter would not turn on. This issue was not resolved with troubleshooting. There was no adverse event or medical intervention reported. Meter was replaced. No further clinical info was provided.